Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient was having his ins removed because he had to charge his ins 4 to 5 hours a day. Prior the call, patient had tried a dozen different programs to see if something else would help. Patient noted the battery and technology was just so bad that hey could only active 2 electrode. Patient noted otherwise if they did anymore, it effect the battery drain. A replacement recharger antenna was sent to patient in related event. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to taking 4 to 5 hours to charge ins a day, patient stated there was a changed in device programming. If more than 2 of 16 electrical nodes on the leads were active, it sucked the power out of the battery quickly. It was noted the cord near the battery (external) got weak so much; if x-ray and exposed the electrical wires, patient was concerned it would break in 2. No further complication and events were reported.